Event description:
It was reported, during an atrial fibrillation ablation procedure, after a few applications of rf, the generator showed a high temperature alarm. The catheter was noted to be leaking from the handle. The catheter was removed and replaced with another and the procedure continued without consequences to the pt.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline entered the catheter connecter and created a conductor wire short with the thermocouple resulting in the reported generator alarm. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: 10/11/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.